Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported through implant patient registry that a patient originally implanted with a 27mm aortic valve for 3 months and 11 days underwent an explant procedure for unknown reasons. The patient received a replacement 25mm aortic valve. The patient final disposition is unknown. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Additional manufacturer narrative: updated event and other relevant history. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that this patient with a 27mm aortic valve implanted for 3 months and 11 days underwent an explant procedure for endocarditis identified on echo. The proximal aorta had evidence of calcific degeneration at the level of the sino-tubular junction. The prosthetic valve had vegetation on the left and non coronary leaflets. Patient was symptomatic with fever and chills. The patient received a replacement 25mm aortic valve. The patient transferred to the cardiovascular ICU in stable condition post procedure. Postoperatively he developed atrial fibrillation and continued to be paced. On pod #10, he was cleared by ID and underwent replacement of the ppm. On pod #22, he discharged home in stable condition with home health.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.